Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott senior clinical engineer. The reviewer noted that ¿two fluoroscopic still images of the reported device were provided. The first image shows the clip attached to the l-lock shaft of the delivery catheter (dc) indicating the image was taken prior to deployment (mechanical separation). The clip arm angle appears to be ~20°. While it cannot be confirmed at which precise step the second image was taken on the image alone, it is presumed that the image was taken after the lock line was removed and the second efaa check was performed, aligning with the reported incident details that the clip was observed to open to ~15° after conducting these steps. It should be noted that per the instructions for use the user should close the clip to maintain a distinct ¿v¿ shape" which equates to ~10° - 20°, as shown in the first image, and is not typically indicative with a clip lock issue. Conversely, the second image shows the fully deployed clip in which the clip arm angle is ~30° - 40°. While the angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the clip arm angle post deployment in the second image is opened to a larger degree, as compared to the first image which was taken pre-deployment. This aligns with the reported incident details of cowl post deployment.

Event description:
This will be filed to report a clip that opened while locked. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a posterior leaflet flail. The leaflets were grasped and the lock line was removed successfully. Shortly after removal, the clip was noted to have opened from fully closed to 15 degrees. The clip was deployed and the procedure was concluded with a resulting mr of grade 3-4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.